Manufacturer narrative:
(B)(4).

Event description:
The customer reports: at insertion of the dilator into the sheath, the user was not able to lock the devices. Despite this, the user continued using the kit to complete the procedure.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because a sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: at insertion of the dilator into the sheath, the user was not able to lock the devices. Despite this, the user continued using the kit to complete the procedure.